Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿broken case¿ was confirmed, and the top case was replaced. During the initial testing, the pump encountered a motor rate error. The pump's drivetrain components, including the lead screw, clutches, and worm coupling, were replaced. However, the issue persisted, so the main board was replaced due to a faulty opto-sensor reading the rotation of the stepper motor. The device passed all testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿broken case¿ and during device evaluation it was found that the pump encountered a motor rate error. There was no patient involvement.